Manufacturer narrative:
(B)(4). Batch # n90w2p. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clip. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was the clip formed correctly but inadvertently cut the cystic duct and made the hole? Was the clip scissored on the structure and inadvertently made the hole? Did the jaw cut the structure and inadvertently create the hole? What is the status of the patient?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, product did not fire smoothly and inadvertently made a hole in the cystic duct which had to be repaired by surgeon. Another like device was used to complete the procedure.